Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. Blood glucose level at the time of incident was 400 mg/dl. Troubleshooting for the customer¿s high blood glucose was not performed. The device will not be returned for analysis. No further customer complications were reported.